Event description:
A malfunction alarm occurred, indicated by a displayed malfunction code. There was no adverse impact to the customer's blood glucose level. The customer had not reset the pump within the last 24 hours, so technical support provided instructions for resetting it. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to contact support if any further issues arose.